Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: complete sid: (B)(6). This report is being filed on an international product, list number 06p01-55 that has a similar product distributed in the us, list number 06p01-60.

Event description:
The customer reported a false repeat (B)(6) alinity s (B)(6) result on one donor. Results provided: (B)(6) 2009 sid (B)(6) = (B)(6) / repeated on (B)(6) 2019 = (B)(6); new segment tested on (B)(6) 2019 = (B)(6), architect = (B)(6); nat testing was (B)(6). No impact to donor management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity s hiv ag/ab combo reagent lot 04077be00 identified normal complaint activity. No customer returns were available for evaluation. A retained kit of reagent lot 04077be00 was tested for specificity with a human negative population panel and the data shows that the specificity performance of lot 04077be00 is not compromised. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lots were investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.